Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round high profile 460cc breast implant, catalog number 3503460, lot number 6406515. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with saline mentor smooth round high profile 460cc breast implants on (B)(6) 2010 experienced the following: chronic fatigue, hair loss, insomnia, vision disturbances, dizziness, hypothyroidism, low ferritin and low vitamin d levels. No product issue, such as deflation, was reported. The patient underwent explantation on (B)(6) 2017. There was no patient name or contact information provided, therefore no follow up was completed and there is no additional information available. This adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This medwatch is for the right breast implant.